Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle through catheter. According to the customer's report, when checking the product before use, the hcp found that the needle was piercing through the catheter.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle through catheter. According to the customer's report, when checking the product before use, the hcp found that the needle was piercing through the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-aug-2022 h6: investigation summary bd received a 22 gauge angiocath device from lot 1239441 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was likely a manufacturing defect caused by a misalignment between the needle and catheter during the catheter placement process. H3 other text : see h10.